Manufacturer narrative:
A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) through aware date of event. There were no other similar complaints identified during the search period. The st aia-pack intact pth analyte application manual states the following: evaluation of results, quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to biological contaminated of the system.

Event description:
A customer reported getting out of range high intact parathyroid hormone (ipth) control results on the aia-360 analyzer. Technical support specialist (tss) sent the aia-360 decontamination procedure and ordered one set of ipth calibrator to be sent to the customer, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. Tss instructed the customer to perform all weekly and monthly maintenance, then do the decontamination, calibrate and run controls. The customer followed up to report that all ipth control results were in range after performing the decontamination and recalibration. No further action required by field service. The aia-360 analyzer is functioning as expected.